Event description:
It was reported that in 2022, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to over-sensed artifacts. The patient was seen in-clinic where the same artifacts could not be reproduced via provocative maneuvers. Additionally, it was observed that the other sensing vectors had low r-wave amplitude measurements. The physician scheduled further testing and elected to continue with monitoring. Recently, this s-ICD system delivered an additional inappropriate shock due to t-wave over-sensing. Diagnostic imaging and the recorded device data were subsequently forwarded to boston scientific technical services (ts) for review. It was confirmed that the recent shock and the shock in 2022 were delivered due to variable r-wave rhythm morphology. There were also episodes of myopotential noise that were appropriately discarded by the device. Ts stated that the x-ray images also showed evidence of potential electrode bending near the device header. Further postural testing, isometrics, and holter testing was recommended prior to potential reprogramming. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that in 2022, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to over-sensed artifacts. The patient was seen in-clinic where the same artifacts could not be reproduced via provocative maneuvers. Additionally, it was observed that the other sensing vectors had low r-wave amplitude measurements. The physician scheduled further testing and elected to continue with monitoring. Recently, this s-ICD system delivered an additional inappropriate shock due to t-wave over-sensing. Diagnostic imaging and the recorded device data were subsequently forwarded to boston scientific technical services (ts) for review. It was confirmed that the recent shock and the shock in 2022 were delivered due to variable r-wave rhythm morphology. There were also episodes of myopotential noise that were appropriately discarded by the device. Ts stated that the x-ray images also showed evidence of potential electrode bending near the device header. Further postural testing, isometrics, and holter testing was recommended prior to potential reprogramming. The physician elected to continue remote monitoring prior to potential intervention. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.